Event description:
It was reported that a patient that was in the midst of a 2-stage scs trial, arrived at the hospital for the second stage of the procedure. During pre-operative testing, the patient was found to have an increased temperature, decreased blood pressure, and experienced confusion. The patient was admitted to the ER and the procedure was put on hold. The patient was diagnosed with sepsis and admitted to the ICU. The patient remained in the ICU and was being investigated for meningitis. The patient was then transferred out of the ICU and the implant procedure was completed. The patient is expected to make a full recovery. It is not known if the device or procedure contributed to this event.